Event description:
It was reported that "while surgeon was placing screw, it was noted that screw was not straight on screwdriver and screw was wobbling while inserting causing screw hole to widen. A rescue screw was placed. Multiple screwdrivers were attempted with same result. All screwdrivers were new to the sets."

Manufacturer narrative:
Multiple instruments were reported, it is not clear at this time which instrument malfunctioned. Investigation is pending, reportability of the other instruments will be determined once it is completed. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.